Manufacturer narrative:
A ge rep evaluated and repaired the system. System operates as intended.

Event description:
The customer reported the system would not operate in cine mode. No pt injury was reported.